Event description:
Bolt fracture ide trial (B)(4). It was reported that balloon burst occurred during post dilation. A 4.5x12mm nc emerge balloon burst at post-dilation of stent. A second 4.5x15mm nc emerge balloon burst during post-dilation of stent. The events were resolved with not action taken.